Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 23:05:57. During night drain cycle three, the patient's ultrafiltration reading was 1852 ml, indicating the home patient (hp) drained 1852 ml more than their maximum programmed fill volume of 2000 ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the caution: negative uf alarm. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass caution: negative uf alarm. Should additional relevant information become available, a supplemental report will be submitted.